Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.